Event description:
Customer reported that the device showed the charge-pak (internal battery charger) and attention icons. Physio-control evaluated the device and verified the reported icons. Physio also found that the device turned itself off upon power on due to a depleted internal hlc battery. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control determined the root cause of malfunction to be a partially shorted and cracked diode, designator cr19, from the analog pcb assembly. The failure caused an excessive current leakage from one of the internal battery cells and caused a pre-mature battery depletion. A replacement device was provided to the customer.